Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d152 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #25: prime 1 and pressure dome membrane leak. No trends were detected for these complaint categories. However, a corrective and preventive action has already been initiated for the investigation of pressure dome membrane leak. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer reported an alarm #25: prime 1 alarm during prime. The customer stated that the alarm was solved by using grease and prime was successfully completed. The customer reported that after the treatment was completed, a leak in the return pressure dome was seen when removing the kit. The customer stated that she was not sure whether the leak occurred during or after the treatment. The customer stated that the patient was "ok" after treatment. The kit was not returned for investigation.